Manufacturer narrative:
It is likely that repetitive loads above specification caused alleged event.

Event description:
It was reported that a load wheel casting broke. No adverse consequences were reported.